Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that the device underwent electrical safety testing and passed without issue. An internal inspection and full functional testing were also performed, with no discrepancies found. After evaluation, the device was determined to be working as expected. As a result, the investigation is closed as no fault found. No emerging trend based on similar reports.